Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 422 mg/dl and requested assistance with bolus delivery. Customer was advised to change entire set, insulin and reservoir and treat for high blood glucose. Customer was assisted.